Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event involved a male pt, height 170 cm, while in the cath lab during insertion. When the md was inserting the iab-06830-u using the inserted sheath (right femoral artery) after putting negative pressure, it was found to be kinked. The pt might have tortuosity of the vessel. As a result, the iab and sheath were removed. A new kit was inserted via the left femoral artery without issue and the procedure went on as planned. There was no x-ray performed or pump strips generated. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate 20 minute delay or interruption in therapy noted. The pt outcome was good. The intra-aortic balloon pump used was a non-arrow iabp. Additional info received on 9/11/2014 stated that the 20 minute delay or interruption in therapy caused no harm to the pt. A teflon sheath was used in the first insertion. The iab and sheath were removed together as one unit successfully. The second kit used was a competitor's 30 cc iab since there was no other arrow iab-06830-u available.